Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of her usual contact/detach infusion sets, temporarily using an inset 23" 6 mm infusion set, and not wearing the ilet for a period, with intermittent missed meal announcements; she later resumed therapy and successfully changed supplies, and a goodwill shipment of contact/detach sets was arranged after an initial shipment was misrouted. Symptoms included high blood glucose to 427 mg/dl without ketone testing, medical intervention, or acute complications. Outcomes included self-administration of 14 units of subcutaneous insulin and continued use of pump therapy with education and troubleshooting provided. Investigation included user interview, review of reported glucose trends, supply logistics review, and reinforcement of proper infusion set selection and use. Investigation of this case revealed user-related factors including supply depletion, use of an alternative infusion set, time off pump, and missed meal announcements as plausible contributors to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related and therapy-interruption factors.